Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice during use during drain 3. The hp had disconnected and then reconnected, causing the alarm. The hp would start over with new supplies. Baxter product surveillance (bps) spoke with the registered nurse on (B)(6) 2011. He stated that he was not aware of the incident, but that he had seen the patient a couple of days prior. She was doing well and continuing therapy on the homechoice. Bps informed the nurse of the user error. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a check patient line alarm was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Additional investigation is being conducted through ncr (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.